Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. The product was evaluated. An external visual inspection was performed and failed due to moisture damage. Receiver charges and boot up was performed and failed due to rx unit could not boot up/communicate. Receiver download retrieved and attached was performed and failed due to rx unit could not boot/communicate. Perform functional test was performed and failed due to rx unit could not boot up and/or communicate. A review of the share logs/bin file could not be performed and a pairing failure could not be confirmed within the investigation window. The allegation was undetermined. The probable cause was undetermined however moisture damage was observed. The reported event of a pairing failure is reportable based on the finding of moisture damage. No injury or medical intervention was reported.